Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone: (B)(6). The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 3.00mm x 8.00cm galaxy g3 mini was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the coil was returned inside the introducer. Microscopic inspection was performed. The embolic coil was observed to be stretched at the proximal end with multiple kinks on it. It was noted that the coil was still attached to the resistance heating (rh) coil, which was not softened. No other damages were noted on the device. The reported issue documented in the complaint that the coil was impeded in the middle section of the microcatheter was confirmed based on the appearance of the returned device. The stretched / folded damage observed on the coil was the result of the impeded condition experienced during the procedure that could not be replicated in the laboratory. Stretching can occur during procedure handling where force may have been inadvertently applied. According to the risk documentation, friction and difficulty to advance are potential issues that can occur during microcoil placement due to continuous saline flush not being established, which can result in coil damage. Coil stretching and kinking are known potential issues associated with the use of this device. The instruction for use (IFU) provided proper handling instructions for the device to prevent such issues from occurring. There is no indication that the issue reported is a result of a defect inherently related to the device. A review of manufacturing documentation associated with this lot: (1762503s) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instruction for use (IFU) contains the following precautions: if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. If unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. If repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
During an endovascular embolization procedure on (B)(6) 2025, the healthcare professional reported that the 3.00mm x 8.00cm galaxy g3 mini coil (glm930080 / 1762503s) was impeded in the middle section of the concomitant microcatheter and could not advance any further. The physician retracted the coil and replaced it with a second coil, another 3.00mm x 8.00cm galaxy g3 mini coil (glm930080 / 1762503s). The replacement coil encountered the same issue. The physician retracted the second coil and replaced it with a third coil from another manufacture and completed the procedure using the same original microcatheter. There was no negative impact on the patient. On 08-jan-2026, additional information was received. Per the information, the procedure was targeting the c6 segment of the internal carotid artery (ica). There were no remarkable vessel characteristics. The concomitant microcatheter used was an echelon¿ 10 microcatheter (medtronic); continuous flush was maintained through the microcatheter during the procedure. Per the information, another coil did go through the microcatheter prior to the reported issue. There was no clinically significant delay in the procedure. The complaint device was returned for evaluation on 26-jan-2026. Based on the additional information received on 05-feb-2026, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿